Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4568, lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds at the last few clinic checks, as well as high impedance, and fracture was suspected. The lead was capped and replaced. During the procedure a replacement lead was not used due to possible damage to the lead tip caused when the physician pulled the lead out of the introducer. It was also reported that after the procedure the patient was sent to recovery but then was brought back to the lab because the patient did not feel well. The patient is dependent. It was suspected that the replacement lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.